Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned clean with the balloon guard in place over the balloon. The distal segment of the balloon was returned inside the packaging hoop. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. Performance/functional evaluation: the strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. No functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Photo review: one photo was returned and reviewed. The photo shows an ultraverse 035 catheter with the hub and strain relief detached from the catheter shaft. The majority of the catheter shaft is still contained within the packaging hoop. Inner product packaging is present in the photo referencing product catalog number u3575104 and lot number 50115866. Based upon the photo provided, a catheter detachment can be confirmed. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached just distal to the y-hub. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident.

Event description:
It was reported that upon removal from the package, the pta balloon catheter was broke at the catheter/hub joint. Another balloon catheter was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.